Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2018 during which the surgeon noted the mesh had eventrated completely up into the hernia sac and was surrounded by chronic inflammatory tissues. There was chronic scar tissue present adjacent to the mesh. It was reported that the patient experienced severe pain, nausea, vomiting, diarrhea, chills, inflammation, discomfort, constant heart burn and extreme weight loss. No additional information is provided.